Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device had invalid data on cardiac compass. It was also noted that the patient had radiation therapy eight months ago. The device remains in use. No patient complications have been reported as a result of this event.